Event description:
It was reported that the pump displayed malfunction alarm malf 9. Customer¿s blood glucose (bg) level was 16 mmol/l. Customer did not take any action to address bg and did not require assistance from a third party. Customer declined troubleshooting from technical support. Reset instructions were provided and upon follow up, customer reported the malfunction alarm cleared and bg had resolved.